Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during an attempt to prime the purge cassette on the initial console, a yellow error message appeared indicating that the purge fluid was not priming correctly. The on-screen instructions advised verifying that the purge fluid bag was properly spiked and that the purge line was free of kinks. The user confirmed that there were no kinks present and that the bag was correctly spiked. The team restarted the process by selecting ¿start new case,¿ but the same error recurred. They then switched to a second console and attempted to prime the same cassette; however, the identical error message appeared, and the cassette again failed to prime. A new purge cassette was opened and installed. This replacement cassette primed successfully without any issues, allowing the procedure to proceed without further complication. No issues were observed with the impella cp itself. At the time the cassette issue occurred, the impella had not been connected to either console, and the yellow purge luer was not attached to the sidearm.

Manufacturer narrative:
D9: updated the devices return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.